Event description:
Customer reportedly obtained results of 414mg/dl and 101mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.